Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported having elevated blood glucose level up to 549 mg/dl since (B)(6) 2010. Pt took correction via the infusion device. Pt reported elevated blood glucose on (B)(6) 2010; at 3 am of 409 mg/dl and administered 3.5 units of insulin via the infusion device, at 9 am of 370 mg/dl and administer 5.0 units of insulin via the infusion device, at 12 pm pt threw up and felt sick, at 3 pm of 435 mg/dl and pt changed the infusion site. Pt stated at 4 pm she called her general practitioner. Pt reported at 5 pm her blood glucose was 443 mg/dl, and then at 6 pm she switched to her backup infusion device. Pt stated at 10 pm her blood glucose was 549 mg/dl. Pt reported she called her diabetes specialist on (B)(6) 2010. Pt stated she thinks the infusion device delivers too low amount of insulin. Pt reported she uses the infusion set for 2-3 days and the infusion tubing for 7 days. Advised pt on product recommendations. Pt stated she is currently on antibiotics. No further info is available. Requested return of the alleged infusion device for eval.